Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection revealed a leaky super capacitor on the main circuit board and contamination on the pneumatic block. The main circuit board and non-return valve (nrv) were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. During evaluation, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.